Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. After contacting cts, the caller received instructions for the pump reset. Following the reset, the error did not occur again and the caller successfully started their sensor session.